Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found the device in bvvi mode with product code in- tact. Battery voltage was 2.207 v. With a new battery normal function ensued. The implant duration was 2.57 years, which did not exceed 75 percent of the device's 4 year projected longevity. No representative field settings were received.